Event description:
The pt reported that she was admitted to the hospital due to an illness, but also was in diabetic ketoacidosis. She believed the dka was due to the illness rather than to any issue with the device and did not give any history leading up to the event.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and "when you are ill, check your blood glucose more often (at least once every 2 hours) to avoid dka. The symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose to rule out dka."